Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, serial/lot #: (B)(4). A representative went out to preform a system check out. It was noted that the system passed all tests and that the system preformed as intended. No parts were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a cranial resection procedure. It was reported that after registration was complete, the navigation on the system would appear delayed when instruments were brought into the field. Navigation would also flash in and out during a procedure. It was noted that the surgeon used multiple exams and multiple fmri data sets. There was not reported harm to patient present and it was noted that there was no delay in surgery.

Manufacturer narrative:
Software analysis completed. Archives reviewed and has 17 MRI and 5 fmri exams. It has 3 valid registration data out of the best error metric was 2.2 mm, but provided no additional insight regarding the cause of reported complaint. If information is provided in the future, a supplemental report will be issued.